Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing found that the power supply and the plate system control were not functioning properly. The representative replaced the power supply and the plate system control. The imaging system then passed the system checkout and was found to be fully functional. The plate system control was returned to the manufacturer for analysis. Testing found that the board had a malfunctioning buzzer and that the board passed all other testing. This confirmed an electrical failure due to the buzzer not working. The power supply was returned to the manufacturer for analysis. Testing found that when at high temperatures, the cable did not work as intended. Though operational at room temperature. This confirmed an electrical failure. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, four 3d scans were aborted. After about 5-10 seconds the imaging system would abort the scan. Restarting the imaging system resolved the reported issue, though the injection of contrast enhancement was too delayed for a proper image. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.